Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a perforation of the common bile duct (cbd). The patient required an open laparotomy as a result and was transferred to another hospital for care. The perforation occurred when placing a boston scientific (bs) biliary stent. It is reported the bs stent did not malfunction. The distal cover cannot be returned for evaluation and no images can be provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.